Event description:
During an initial implant procedure, it was not possible to extend or retract the helix of the right atrial (ra) lead. Additionally, increased pacing impedance was observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received about the healthcare provider and that there is suspected lead damage.